Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8336-70 serial : (B)(4), description: cover edge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received via social media that the patient was experiencing more pain and discomfort since implant. It was also noted that the patient had developed an infection. The patient was prescribed antibiotics.

Manufacturer narrative:
D7: explant date: few years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(6); batch: 20185058.

Event description:
A report was received via social media that the patient was experiencing more pain and discomfort since implant. It was also noted that the patient had developed an infection. The patient was prescribed antibiotics. Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received via social media that the patient was experiencing more pain and discomfort since implant. It was also noted that the patient had developed an infection. The patient was prescribed antibiotics.

Event description:
A report was received via social media that the patient was experiencing more pain and discomfort since implant. It was also noted that the patient had developed an infection. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received via social media that the patient was experiencing more pain and discomfort since implant. It was also noted that the patient had developed an infection. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received via social media that the patient was experiencing more pain and discomfort since implant. It was also noted that the patient had developed an infection. The patient was prescribed antibiotics.